Manufacturer narrative:
The technical support engineer (tse) advised the user facility to replace sol1 and the inspiratory electronics printed circuit board (pcb). The parts were replaced and the user facility reported that the device was "good." (B)(4).

Event description:
A report was received from the USA with info stating that an 840 ventilator had a ventilator inoperative error. There was no info related to pt involvement or the date of the event provided.